Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e2304 chills / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading ¿low.¿ no bg meter comparison value was recorded at that time. The patient¿s caregiver observed that the patient appeared cold, pale, and immobile. In response, the caregiver administered a glucagon injection. After approximately 30 minutes, the cgm continued to read ¿low,¿ prompting the caregiver to call 911. Upon arrival, emergency medical services (ems) recorded a bg meter reading of 400 mg/dl, while the cgm still displayed ¿low.¿ at this point, the patient became incoherent and was transported to the emergency room (ER). In the ER, the patient received IV fluids and the cgm was removed. After an unspecified duration, the patient¿s bg meter reading was measured at 132 mg/dl. The reporter was unable to recall how long the patient remained in the ER prior to discharge but noted that the patient was discharged with a ¿normal bg¿ level. At the time of reporting, the patient was described as being in ¿stable¿ condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when checked by ems. No additional patient or event information is available.